Manufacturer narrative:
A ge representative evaluated the system, but did not report on the results of the evaluation. (B) (4).

Event description:
The customer reported, the dose measurement is not displayed. No patient injury was reported.